Event description:
Boston scientific received information that during a routine follow-up visit, this right ventricular (rv) lead revealed a rise in pacing impedances greater than 2,000 ohms. In addition, noise was observed which caused inappropriate counts in the ventricular fibrillation (vf) zone. A revision procedure was to be performed in the near future to implant a new lead. The right ventricular (rv) lead remains in service at this time. No adverse patient effects were reported.

Manufacturer narrative:
The rv lead remains in service and a revision procedure maybe performed in the near future. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Approximately three and a half months later, a revision procedure was performed due to high pacing impedances and noise. During the procedure the integrity test showed the following shock impedances: 47 ohms (1,7 j shock), 46 ohms (17 j), 47 ohms (41 j). The decision was made to abandoned the pace/sense portion of this lead and a new lead was implanted. No adverse patient effects were reported. .

Manufacturer narrative:
The abandoned lead was not returned to boston scientific therefore, the clinical observations could not be confirmed. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.